Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts bunched distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.0x20mm non-bsc balloon catheter, a 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, upon trying to reach the lesion, there was sudden opening of the stent struts. The device was immediately recovered and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.0x20mm non-bsc balloon catheter, a 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, upon trying to reach the lesion, there was sudden opening of the stent struts. The device was immediately recovered and the procedure was completed with another of the same device. There were no patient complications reported.